Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functional testing and displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to contamination inside of the distribution node. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing and displayed a service code 204 (belt/monitor unusable). There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.